Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the pump was in the user's pocket. During troubleshooting with tandem's technical support, the user noticed moisture when the cartridge was removed. Recommendation was made to wipe the moisture off of the cartridge and pump. The user's blood glucose level was 92 mg/dl. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.